Manufacturer narrative:
The device was not returned to abiomed for evaluation, as the device was not removed following the patient expiring; therefore, an investigation was unable to be performed. Consequently a root cause for the reported event was unable to be determined, and there is no indication that the impella cp caused or contributed to the event or patient outcome.

Event description:
The complainant reported that on (B)(6) 2018 a (B)(6) male patient was admitted to the hospital after having chest pains at home for a month. The physician placed an impella cp in the patient. Stents were placed in the left anterior descending artery and in the circumflex artery. That evening bleeding issues occurred, and a fem stop was placed. The next morning a swan-ganz catheterization was performed in the patient's arm. In addition, the repositioning sheath was advanced in an attempt to help seal the femoral artery access site. Several suction events occurred through the nights which were resolved with the administration of fluids. At 1:00am the patient's act measured 200 rather than the abiomed recommendation of 160-180. Three hours later the patient's act had risen to 237. The patient was still experiencing bleeding. Six units of blood were administered. At 9:00am the patient's act was at 300. Platelets were then administered. The patient was reported to have been successfully supported for 17.93 hours, although the patient expired on (B)(6) 2018. There was no indication from the complainant that the impella cp caused or contributed to the patient outcome.